Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 18-jul-2019 with the following findings: review of the pump's alarm history revealed record of motor errors recorded on (B)(6)2015. The black box download for that date was not available; as a result, determination of alarms related to occlusion during priming was not able to be made. The history records showed the pump continued to deliver insulin until (B)(6)2015 with no additional 064 alarms. The motor error that was recorded in the pump's alarm history was not able to be duplicated during the investigation; rewind, load and prime sequence was completed without alarm during testing.